Manufacturer narrative:
The reported incident that variax hand 1.7/2.3 lock impl module s.l. Was alleged of issue s-111 (wrong size labeled) could be confirmed. Based on investigation, the root cause was attributed to a manufacturing related issue. The failure was caused by a handling error during the module assembly. A review of the device history for the reported lot did not indicate any abnormalities. Nevertheless as this labeling fault has been found during the incoming inspection by the dealer, a corrective action is required. Therefore, (B)(4) has been raised. The above investigation has determined the failure mode related to this complaint is being addressed by the scope of (B)(4). A review of the CAPA history for variax hand 1.7/2.3 lock impl module s.l. (Reference(s): (B)(4)) determined there are no CAPA related to the reported failure mode (s-111 - wrong size labeled). The device inspection revealed the following: on the front panel of the returned module is it clearly visible that the numbering sequence is indeed wrong. Obviously the number indication of 1.7mm locking screw row between 8 and 10 should be 9. Unfortunately the plastic label was turned upside down during the module assembly and shows wrongly no. 6. This is clearly an assembly fault which had not been picked up at final inspection. A labeling review was deemed to be unnecessary because the investigation revealed no material related failure as the article has not been used. Otherwise no indications of material or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Number indication of 1.7mm locking screw had mistake. "6" indicated instead of "9".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Number indication of 1.7mm locking screw had mistake. "6" indicated instead of "9".